Manufacturer narrative:
The device catalog and serial number have been updated to report the correct device.

Event description:
It was reported that the retaining pin on the cot was adjusted to low causing the cot to become stuck on the fastener while unloading. During the act of pulling the cot out of the ambulance the emt injured their shoulder and elbow.

Manufacturer narrative:
The emt received an MRI and received sessions of physical therapy.

Event description:
It was reported that the retaining pin on the cot was adjusted to low causing the cot to become stuck on the fastener while unloading. During the act of pulling the cot out of the ambulance, the emt injured their shoulder and elbow.